Manufacturer narrative:
D10 concomitant product: sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n3k2279y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3h2211y unk-sigadapt - unknown signia egia adapter, serial# unknown sigphandle - sig power sigphandle handle, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while stapling the stomach, the device stopped stapling roughly 20mm into the reload and the screen showed excessive firing symbol. The surgeon waited, but the symbol did not disappear. The reload would then retract back and when checked the fired staples were malformed and messy. Another handle, shell, and reload were used with the same adapter, but the same issue occurred even when a thinner area of the stomach was being stapled. The surgeon sutured the staple line to resolve the issue. This led to 30 minutes extended surgical time.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. A visual inspection of the returned photos noted the first returned image contained a view of a section of stomach outside of the body. One edge of the stomach section was noted to have reinforced staple lines. The second returned image contained a view of a staple line inside of the body. Several staples were noted to be only partially formed. The third returned image contained an alternate view of a staple line inside of the body. Again, several of the staples were noted to be only partially formed. It was reported that the device was partially fired and there was an excessive load detected during use. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.